Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent cartridge air bubbles were observed in the infusion set tubing with multiple cartridges. Customer's blood glucose level was 242 mg/dl. Reportedly, the customer primed the tubing to address the issue, and a clinical representative discussed proper load techniques with the customer.